Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported from table 2: malposition, capsular contracture (baker iii or IV), calcified capsule, concerns over alcl, symptomatic macromastia, saline implant palpability/rippling, mastodynia, implant rupture. The device was explanted and replaced. Return availability is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: noted scientific publication attached.

Manufacturer narrative:
Article citation: messa, charles a, et al. ¿secondary augmentation-mastopexy: outcome analysis of 1664 consecutive procedures.¿ aesthetic surgery journal, 20 nov. 2025, https://doi.org/10.1093/asj/sjaf236. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, and malposition.

Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported from table 2: malposition, capsular contracture (baker iii or IV), calcified capsule, concerns over alcl, symptomatic macromastia, saline implant palpability/rippling, mastodynia, implant rupture. The device was explanted and replaced. Return availability is unknown.